Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "there is an increase in clotted cbc while using cat 367861."

Manufacturer narrative:
H6: investigation summary: no samples and no photos were returned by the customer in support of this complaint. The 100 retentions were visually inspected with no issues being identified. Retentions and controls sent to franklin lakes. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Clinical investigation: conclusion: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Bd will continue to monitor for additional complaints and emerging trends. This complaint is unconfirmed for clotting. Complaint investigation: unconfirmed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "there is an increase in clotted cbc while using cat 367861."